Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test during failure analysis. No unresponsive buttons noted during testing. All buttons function properly however, the insulin pump had moisture on keypad traces. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the buttons on the insulin pump were not working while troubleshooting. The customer's blood glucose was 449 mg/dl at the time of incident and the customer's blood glucose was 399 mg/dl at the time of call. The customer treated her high blood glucose by manual injection of insulin. The customer stated the she noticed that the insulin pump became difficult to record the amount of insulin and her blood glucose reached 400 mg/dl at the same day. Troubleshooting found that the up arrow was not responsive. The customer's blood glucose was 247 mg/dl at the end of the call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.